Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue on product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.